Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer hospitalized/emergency medical treatment due to experienced hyperglycemia with a blood glucose reading value of 24.2 mmol/l. It was also reported on motor error alarm. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported hyperglycemia event and unknown whether the auto-mode feature was active or not at the time of the event. No further patient complications were reported. The customer will discontinue use of the device and the insulin pump will be returned for failure analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and the dat at 0.0875 inches. The stop (idle) current and run current measurement tests are within specification. Off no power alarm functions properly. The pump alarmed motor error during occlusion test due to faulty fsr (gold). The motor was tested outside of the pump and passed. The following were noted during visual inspection: minor scratched display window, and cracked battery tube threads.the test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds. Carelink upload was successful, however no data exists in the selected date range. The pump did not have a battery installed when received.the pump was received without the original battery cap.unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date 16-jan-2024 in the pump history file due to no data available on the primary svn (B)(6).unable to perform the history review 1 week prior to the event date 16-jan-2024 in the pump history file due to no data available on the primary svn (B)(6).unable to perform the history review 2 days prior to the event date 23-mar-2024 due to no data available on svn (B)(6). Unable to complete the functional testing due to motor error alarm during the occlusion test. The pump passed the displacement test, rewind, basic occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and the dat at 0.0875 inches. The stop (idle) current and run current measurement tests are within specification. Off no power alarm functions properly. Motor error alarm was confirmed during occlusion test due to faulty fsr (gold). Unable to confirm alleged high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.